Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: only the plunger was returned for analysis and no additional information has been provided. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two additional proglide devices are filed under separate medwatch report numbers.

Event description:
The customer returned an additional perclose proglide device without providing any further details in addition the two previously reported proglide devices that were reported for the "suture mechanism" did not work. Evaluation of the returned device revealed the anterior needle tip barb was returned engaged with anterior cuff. The link was attached to anterior cuff. The link was separated from the swage end of the posterior cuff (not returned). The posterior needle tip was ejected from the needle shank (not returned). A device in this condition could not achieve hemostasis. Subsequently, a failure to achieve hemostasis would have occurred requiring an alternative method to achieve hemostasis. Previously reported information indicates an additional proglide device was used to achieve hemostasis. No additional information was provided.